Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when customer removed sensor, sensor cannula was short and customer was afraid that it was still in the body. It was reported that sensor had failed and was not lasting longer than three days.